Manufacturer narrative:
Product ID: 3889-28, lot# v686988, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had pain at the internal neurostimulator site. It was noted reprogramming was performed on (B)(6) 2012 and programs three and four were added. It was further noted stimulation was temporarily discontinued the same day. It was reported stimulation was turned off on (B)(6) 2012. It was noted the lead and neurostimulator were replaced on (B)(6) 2012. It was reported the event was weight loss. It was noted the patient resolved without sequelae on the date of explant.